Manufacturer narrative:
.

Event description:
Two weeks after pump implant, the pt woke up with fluid running down his side. The pt contacted his hcp and then went to see the hcp to have the pump pocket checked. He was sent home. In 2008, the pt went to the ER with "a hole the size of a nickel" over the pump site. He said he could see the pump, the area was pink, and there was pus oozing out; it felt like it was cooking inside; he could feel the heat. The pt saw his managing hcp at about one week later, and was admitted to the hospital. The pump and catheter were explanted. The pump was used to deliver morphine. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.